Event description:
It was reported that the distal tip broke off in the patient and was not retrieved. Total shoulder case was completed, left shoulder procedure. Broken piece of the broach was tapped down into bone and implant was inserted over top.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. One size 6 broach returned with approximately 25 mm missing from the distal tip. Fracture face is perpendicular to the shaft of the broach and is characteristic of a fatigue fracture most likely caused by two-way bending over a period of time. This is the first complaint for this part number. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.